Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Investigation summary: field technician stated issue of broken door latch spring was confirmed. On (B)(6) 2024, pcu was received unboxed and with paperwork. External investigation confirmed the reported problem. Internal investigation was not deemed necessary. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center to replace door latch spring. Failure investigation report attached to qn in sap.

Event description:
It was reported that the device had broken door latch spring. There was no patient involvement.